Manufacturer narrative:
Address information was not able to be obtained, therefore, nj was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20 ml ll bns was damaged or deformed and device is operable. The following information was provided by the initial reporter: 1/10 barrels outside diameter out of limit.

Manufacturer narrative:
H.6 investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h.10.

Event description:
It was reported that the bd syringe 20 ml ll bns was damaged or deformed and device is operable. The following information was provided by the initial reporter: 1/10 barrels outside diameter out of limit.

Event description:
It was reported that the bd syringe 20 ml ll bns was damaged or deformed and device is operable. The following information was provided by the initial reporter: 1/10 barrels outside diameter out of limit.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1334788. D4: medical device expiration date: 30-nov-2026. D4: UDI # (B)(4). H4: device manufacture date: 30-nov-2021. H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 301031 and lot number: 1334788. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.